Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward; indicating the needle mechanism did not function as intended. The cannula was reportedly bent and did not insert into the insertion site. The pod was worn for between 4 and 24 hours. No adverse patient impact was reported.

Manufacturer narrative:
Correction to d(4): model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (01)10385083000114(11)220330(17)230930(10)pp1k03302231(21)581279. Correction to g(5): PMA/510(k) # changed from unavailable to k203768.